Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a severely tortuous distal left circumflex artery. The f/g, promus element plus, mr, ous 2.25 x 24 mm was advanced through an unknown guide catheter and resistance was felt. The device was removed outside the patient and it was noted that the distal edge of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).